Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Diabetes mellitus is a known cause of hypoglycemia and seizing.

Event description:
Patient contacted dexcom technical support on 07/10/2015 to report a hypoglycemic event that occurred on (B)(6) 2015. The patient stated that the continuous glucose monitoring (cgm) device alerted her to low blood glucose (bg) level but her bg dropped so quickly that she passed out. The patient had tried treating herself with 3 vials of "rely on glucose shot" prior to passing out. Patient's brother found the patient unconscious and administered glucagon shots into her abdomen. The patient began to be able to speak and her blood glucose was measured which read 31mg/dl; after 30 minutes her blood glucose was at 125mg/dl. Additionally, the patient reported that she experienced seizing during the event. At the time of contact, the patient was in great condition. There was no alleged device malfunction. No further event information was provided.